Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed signs of heavy usage on the overall device surface. No other anomalies were noted. A functional test was performed using the device deployment system and a rotator cuff simulator. Test revealed that, although certain resistance was found on the second trigger [to deploy the suture and needle], both triggers were able to be fully pressed and the upper jaw could open/close as intended. No issues were identified for the needle and suture deployment (while using the rotator cuff simulator). The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would have contributed to the complained issue. Based on the investigation findings, the potential cause for the resistance identified is traced to improper maintenance by debris build up inside on its internal components, condition that can lead to mechanical issues such as rough deployments. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per the instructions for use, the following precautions are indicated: 1) inspect the suture passer prior to use to ensure proper mechanical function; 2) visually inspect the instrument and check for damage and wear; 3) locking mechanisms fasten securely and close easily; 4) clean instruments as soon as possible after use. If cleaning must be delayed, wet the instruments in a compatible liquid solution to prevent drying and encrustation of surgical soil; 5) load instruments into washer disinfector so that hinges are open and cannulations and holes can drain; 6) while flushing, actuate any moveable mechanisms, (hinged joints, box locks, or spring-loaded features), to free trapped blood and debris. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformance was identified.

Event description:
It was reported that the expressew iii ac+ gun device clamp was very hard to close and did not close well which did not allow the passage of the stitches. It was reported that it lowers the cuts on the threads. During an in-house engineering evaluation it was found that the device was jammed/seized. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.